Manufacturer narrative:
(B)(4). Foreign: (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was no vacuum in the package and a scratch was found on the sterile package. No patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d10, g4, g7, h1, h2, h3, h6, and h10. The device evaluation found no malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event.  Visual evaluation of the returned product identified that there is a scratch/crease on the sterile package with little air in the package (not completely vacuum-sealed) surrounding the scratch area. The crease/scratch is found to be in the area where the pouch is folded to package it in an outer carton. A bubble test was conducted on the products to identify if sterility has been compromised. The test shows that sterility has not been compromised. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The product was likely conforming when it left zimmer biomet control. The sterile package was likely creased at the fold area due to movement of the sterile package inside outer box during transit. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.